Manufacturer narrative:
It was reported that the male luer broke. One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The male luer was cracked. No other defects or abnormalities were observed. The customer complaint was verified. Based on the description of events, the most probable root cause is due to alcohol causing the luer to become more brittle and crack. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim ¿ patient's IV came disconnected at the t-piece. ¿ the microclave was still attached to the IV line. ¿ I took the microclave off the line and cleaned it thoroughly. ¿ I then cleaned the t-piece and applied the microclave to the t-piece. ¿ I then tried to attach the IV line to the microclave and the attachment piece cracked off.